Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided with ketones, reportedly, the customer was shaky and having blurred vision. Reportedly, the customer's friend assisted the customer with the manual insulin dose. No additional information was provided as the customer declined to continue troubleshooting the issues.